Event description:
It was reported that the handpiece began overheating during an extraction procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the spindle housing, rotor, and driveshaft, which were each replaced along with nose cone, bearing stop, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.